Event description:
The doctor claims that the graft was implanted for femoral-popliteal procedure and after the clamps were released, it "oozed" (leaked) droplets of blood from its walls. The total volume lost through the graft was approx 200cc. Only about one-third of the graft leaked. The graft was reclamped and unclamped and became blood-tight on its own within ten minutes. The graft was left in. The procedure outcome was successful. The pt's condition is fine.